Event description:
It was reported that the radiofrequency programmer head was broken. The head was returned for service. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the device failed uplink amplitude testing due to the cable being out of electrical specification. (B)(4).